Manufacturer narrative:
The replaced touchscreen was returned to a philips product investigation lab (pil) for evaluation by a pil technician (tech). The pil tech verified that the returned touchscreen passed all flex cable resistance verification testing. Additionally, the pil tech verified that the touchscreen passed all resistance ratio testing as well. Due to the passing of both tests, pil tech concluded that these verify a functional and good working touchscreen. There is no problem found with the returned touchscreen.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was misalignment in the touch position of the touchscreen. The device was outside of use at the time of the reported problem. There was no patient or user harm reported. The authorized service provider (asp) confirmed the touch misalignment issue while inspecting the device. The asp completed a touchscreen calibration, but the issue condition did not improve. The touchscreen was replaced, and the device issue was resolved. The asp completed a comprehensive inspection, cleaning, running test, and functional test. No other abnormalities were found.